Manufacturer narrative:
Qn#: (B)(4).

Event description:
Complaint is reported as "wire is crooked" prior to patient use.

Manufacturer narrative:
(B)(4).the customer returned one unopened sac kit for investigation. No evidence that the kit was opened was observed. Visual examination revealed one kink on the guide wire body. The packaging was creased throughout. The damage observed is consistent with defects related to storage, shipping and handling of sac sets. No other defects or anomalies were observed. The prominent kink/bend in the guide wire was located 65mm from the distal end. The total length of the guide wire measured to be 251mm which is within specifications of 245.2mm-254mm per product drawing. The outer diameter of the returned guide wire measured to be 0.438 mm which is within specifications of 0.432mm-0.457mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure and intact. The manufacturing site was consulted and they indicated that the observed kink is consistent with damage caused by shipping and handling. As part of the swg manufacturing process, each guidewire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was completed with no relevant findings. The IFU provided with this kit states: "do not use if package has been previously opened or damaged." The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage.the reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained one kink. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint is reported as "wire is crooked" prior to patient use.